Event description:
Information was received indicating that this extension set exhibited leakage at the filter after several hours of use. The extension set was changed out. No adverse patient effects were reported.